Manufacturer narrative:
Patient city: (B)(6) patient country: germany.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was from the quick release. The infusion set was in use for couple of minutes. The insertion site was abdomen. No further information available